Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call low blood glucose. The customer's blood glucose was 50mg/dl at the time of incident. Trouble shooting was performed and found the infusion set ripped out. Advised to do the fill cannula part, and customer filled the cannula, no further assistance. Customer decline to trouble shoot for the low blood glucose and treated low by eating some banana. The insulin pump will not be returned for analysis.